Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported at the user facility that the screw driver blades where found broken . No patient involvement, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the blade was broken could be confirmed. The technical investigation showed that a wing of the screwdriver blade is broken off. Further it was determined that the remaining wings partially show heavy, plastic deformations. Moreover the fracture surface shows the appearance of a forced rupture and at the fracture area a secondary crack is visible indicating too high forces most likely resulting from using the blade as a lever. Based on the investigation of the determined breakage / deformations of the returned blade the root cause was attributed to a user related issue due to the action of too high forces. Indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore no corrective and / or preventive action is currently required.

Event description:
It was reported at the user facility that the screw driver blades where found broken . No patient involvement, no medical intervention and no adverse consequences were reported with this event.